Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the patient deceased during the implant procedure. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No further information was available at this time.

Event description:
Additional information reported stated that the patient did not decease during the implant procedure. The implant procedure was successfully completed. The patient was noted to be in poor medical condition prior to the implant. The patients date of death could not be confirmed.

Manufacturer narrative:
MDR report 2017865-2015-01820 was submitted on 01/14/15 which stated the patients death date was (B)(6) 2014 which was erroneous; the correct date was unknown.